Event description:
Same patient as MFR: 2134265-2013-03476. It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr detachment occurred. Vascular access was obtained via the right radial artery. The >90% stenosed target lesion was located in mildly tortuous and severely calcified highly proximal right coronary artery (rca) ostium. A non-bsc 6fr sheath was advanced to the rca ostium. A choice guide wire and finecross guide catheter were used to cross the lesion. A 0.009mm rotawire guidewire was selected along with a 1.50mm rotalink plus burr and successfully crossed the highly proximal rca. Four ablations were completed under 180,00 rpm due to the severe calcification. However, the guidewire ¿ruptured¿ a short distance behind the burr. The burr detached, but remained on the guide wire. The guide wire remained intact. The burr and the guide wire were removed with a snare. A small angiographic dissection was noted at the highly proximal rca as the guide wire was located in a false lumen for a short distance. Repeat probing was completed with choice guide wire and finecross guide catheter. Then an extra support guide wire was selected. Multiple pre-dilations of the highly proximal rca were completed with a 2.0x12mm and 3.0x20mm quantum maverick balloon catheter; however, the devices were unable to cross the lesion. An attempt was made deploy a non-bsc stent, but was unable to be placed. The proximal stenosis was left untouched for the time being. Three to four days later repeat intervention was completed with successful rotablation and deployment of a bare metal stent in the highly proximal rca. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR: 2134265-2013-03476. It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr detachment occurred. Vascular access was obtained via the right radial artery. The >90% stenosed target lesion was located in mildly tortuous and severely calcified highly proximal right coronary artery (rca) ostium. A non-bsc 6fr sheath was advanced to the rca ostium. A choice guide wire and finecross guide catheter were used to cross the lesion. A 0.009mm rotawire guidewire was selected along with a 1.50mm rotalink plus burr and successfully crossed the highly proximal rca. Four ablations were completed under 180,00 rpm due to the severe calcification. However, the guidewire ¿ruptured¿ a short distance behind the burr. The burr detached, but remained on the guide wire. The guide wire remained intact. The burr and the guide wire were removed with a snare. A small angiographic dissection was noted at the highly proximal rca as the guide wire was located in a false lumen for a short distance. Repeat probing was completed with choice guide wire and finecross guide catheter. Then an extra support guide wire was selected. Multiple pre-dilations of the highly proximal rca were completed with a 2.0x12mm and 3.0x20mm quantum maverick balloon catheter; however, the devices were unable to cross the lesion. An attempt was made deploy a non-bsc stent, but was unable to be placed. The proximal stenosis was left untouched for the time being. Three to four days later repeat intervention was completed with successful rotablation and deployment of a bare metal stent in the highly proximal rca. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the burr of the catheter unit was detached from the catheter and was returned separate to the device on a separate guidewire that was also returned. The distal coil of the catheter device was stretched. The burr was microscopically and the annulus and proximal end of the burr were within specification. There was a remaining section of coil inside the proximal end of the burr and glue was visible around the proximal end of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).